Manufacturer narrative:
Returned for evaluation was one used handle for a pmta accu2i standard applicator. A visual examination noted that tip of the applicator was bent approximately 10 degrees. The returned device passed all functional testing. The customer's reported complaint description of the tip of the applicator being bent is confirmed. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only.avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the (B)(4) complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported january 05, 2016, a patient of unknown age and gender presented for a microwave procedure of the liver. During the procedure, after withdrawal, the treating physician noted the tip of the applicator was bent. The tip of the applicator did not detach from the shaft of the probe and no internal wires were exposed. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported there was no harm or injury to the patient due to this event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.